Event description:
Per complaint (B)(4), it was discovered through a radiograph that a patient experienced peri-implantitis. Osteopenia and delayed healing were also reported. A decision was made to remove the patient's dental implant. The implant was removed approximately five years after initial placement.